Event description:
It was reported that a patient underwent a gynecological on (B)(6) 2011. During the procedure, the device was shorting and stopping. The customer tried the footpedal and it seemed to work better. The case was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-02253. The same device is represented in each medwatch as it was involved in two events.